Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a battery failure . A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: d2 updated common device name d9 added device return date f6 and f8 should have been left blank updated h3 to device evaluation anticipated.